Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had an over temperature message on screen during use on patient. There was no harm or injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Getinge field service engineer could not duplicate issue. Replaced scroll compressor and temp sensor as a precaution. Device passed all functional and safety tests according to factory specifcations. Device was given to customer and cleared for customer use. The failure analysis and testing dept. Received part with a reported unit failure of a pump overtemp message. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor and tested the part to factory specifications per the procedure failure confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
Na.